Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient experienced syncope. The cgm was reading 170 mg/dl and the blood glucose reading was low. The patient's spouse called an ambulance, and the patient was treated with glucose tablets and transported to the hospital where he was admitted. There was no documentation of further medical intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day, the patient experienced syncope. The cgm was reading 170 mg/dl and the blood glucose reading was reading 40 mg/dl. The patient's spouse called an ambulance, and the patient was treated with glucose tablets and transported to the hospital where he was admitted. There was no documentation of further medical intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.